Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that noise was observed on lead. The pace/sense portion of the lead was capped and replaced and the defib portion remains active. The patient condition was good.